Event description:
Once reload was placed into stapler, could not get it to fire. Opened second reload and worked fine. Manufacturer response for articulating reload with tri-staple technology, covidien endo gia (per site reporter): manufacturer provided rga# and return shipping container.